Manufacturer narrative:
The pump was returned, and analysis found overinfusion with an undetermined root cause. Interrogation of the pump determined it was used to infuse remodulin 10mg/ml for a total dose of 0.061. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable pump. It was reported the pump was explanted and replaced on (B)(6) 2018 due to the pump reaching elective replacement indicator (eri)/ battery depletion. The patient's status after device removal was resolved without sequelae. No patient symptoms or complications were reported as a result of this event.